Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 064 and cs078) issue. The reporter stated that the pump emitted multiple call service alarms to reboot the pump that would not clear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were call service alarms observed in the black box history. The pump successfully performed a rewind, load, and prime sequence with no alarms. The pump was exercised for 24 hours with no alarms duplicated. There was no evidence of moisture corrosion observed on the motor flex connector when the pump was opened.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.